Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. The caller acknowledged the button was functioning as intended after being instructed by technical support to ensure the pump was not plugged into a power source and to press the center of the button firmly with the tip of their finger while providing support along the bottom of the pump.